Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('pelvic infection') in a 37-year-old female patient who had essure (batch no. D01968) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginitis, uterine fibroid, uterine bleeding, chronic pain, endometrial polyp and elevated bp. Concurrent conditions included anemia, hypertension, fungal infection, vulvovaginal human papilloma virus infection, irregular menstrual cycle, anemia, muscle disorder, inflammation, nabothian cyst, asc-us, polymenorrhoea, anaemia from chronic blood loss, uterine bleeding, adenomyosis and visual disturbances. Concomitant products included ibuprofen for headache, norethisterone acetate (norethindrone acetate) since (B)(6) 2017 for vaginal bleeding as well as ergocalciferol, ferrous sulfate, iron since (B)(6) 2014, medroxyprogesterone acetate (provera) since (B)(6) 2014, naproxen, nsaids since january 2015, paracetamol (acetaminophen) since january 2015, verapamil since (B)(6) 2018 and vitamin d nos (vitamin d) from (B)(6) 2018 to (B)(6) 2018. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain / physical pain/ pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish") and depression ("psychological or psychiatric problems condition: depression and mental anguish"), 27 days after insertion of essure. On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), infection ("infections"), hypersensitivity ("allergic reaction") and menstrual disorder ("menstruation issues"). Essure treatment was not changed. At the time of the report, the pelvic infection, pelvic pain, infection, hypersensitivity, menstrual disorder, menorrhagia, vaginal haemorrhage, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, hypersensitivity, infection, menorrhagia, menstrual disorder, pelvic infection, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 3 coils were noted to be trailing in the uterus, the opposite side was then visualized and cannulized in a similar fashion with 10 be trailing in the uterus. She was planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): cytology - on (B)(6) 2017: moderate to severe inflammation present. Hysterosalpingogram - on (B)(6) 2015: confirmed that the essure device was successfully occluded.. Nuclear magnetic resonance imaging - on (B)(6) 2018: there is a small 1.5 cm left uterine fibroid. Ultrasound abdomen - on an unknown date: a posterior body probable degenerating fibroid measures 1.4 x 0.9 x 1.3 cm; on (B)(6) 2018: a posterior body probable degenerating fibroid measures 1.4 x 0.9 x 1.3 cm. Ultrasound pelvis - on an unknown date: myomatous uterus as described, a posterior body fibroid demonstrates a large submucosal component; on (B)(6) 2018: a posterior body fibroid demonstrates a large submucosal component. Ultrasound scan vagina - on (B)(6) 2017: nabothian cysts are present; on (B)(6) 2018: nabothian cysts are present. Bilateral essure coils are noted.. Concerning the injuries reported in this case, the following events were confirmed in patient's medical record- menorrhagia and following event was described in patient's medical record- pelvic infection. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('pelvic infection') in a 37-year-old female patient who had essure (batch no. D01968) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginitis, uterine fibroid, uterine bleeding, chronic pain, endometrial polyp and elevated bp. Concurrent conditions included anemia, hypertension, fungal infection, vulvovaginal human papilloma virus infection, irregular menstrual cycle, anemia, muscle disorder, inflammation, nabothian cyst, asc-us, polymenorrhoea, anaemia from chronic blood loss, uterine bleeding, adenomyosis and visual disturbances. Concomitant products included ibuprofen for headache, norethisterone acetate (aygestin) since (B)(6)2017 for vaginal bleeding as well as ergocalciferol, ferrous sulfate, iron since(B)(6)2014, medroxyprogesterone acetate (provera) since (B)(6)2014, naproxen, nsaids since(B)(6)2015, paracetamol (acetaminophen) since (B)(6) 2015, verapamil hydrochloride (calan) since (B)(6)2018 and vitamin d nos (vitamin d) from(B)(6)2018 to(B)(6)2018. On (B)(6)2014, the patient had essure inserted. On (B)(6)2015, the patient experienced pelvic pain ("pelvic pain / physical pain/ pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish/psych injury") and depression ("psychological or psychiatric problems condition: depression and mental anguish/psych injury"), 27 days after insertion of essure. On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), vaginal infection ("infections/bladder/urinary problems: vag. Infect."), hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain"), urinary tract infection ("uti") and post procedural complication ("post removal complication"). The patient was treated with surgery (hysterectomy + bi-s). Essure was removed on (B)(6)2018. At the time of the report, the pelvic infection, vaginal infection, hypersensitivity, menstrual disorder, menorrhagia, vaginal haemorrhage, anxiety, depression, abdominal pain and post procedural complication outcome was unknown and the genital haemorrhage, pelvic pain and urinary tract infection had resolved. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, hypersensitivity, menorrhagia, menstrual disorder, pelvic infection, pelvic pain, post procedural complication, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: 3 coils were noted to be trailing in the uterus, the opposite side was then visualized and cannulized in a similar fashion with 10 be trailing in the uterus. She was planning for essure removal. She received treatment for general abnormal bleeding, bladder/urinary problems: vag. Infect she received treatment for psych injury- no if no removal planned, unable to afford surgery diagnostic results (normal ranges are provided in parenthesis if available): cytology - on(B)(6)2017: moderate to severe inflammation present. Hysterosalpingogram - on (B)(6)2015: confirmed that the essure device was successfully occluded.. Magnetic resonance imaging - on (B)(6)2018: there is a small 1.5 cm left uterine fibroid. Ultrasound abdomen - on an unknown date: a posterior body probable degenerating fibroid measures 1.4 x 0.9 x 1.3 cm; on (B)(6)2018: a posterior body probable degenerating fibroid measures 1.4 x 0.9 x 1.3 cm. Ultrasound pelvis - on an unknown date: myomatous uterus as described, a posterior body fibroid demonstrates a large submucosal component; on (B)(6)2018: a posterior body fibroid demonstrates a large submucosal component. Ultrasound scan vagina - on (B)(6)2017: nabothian cysts are present; on (B)(6)2018: nabothian cysts are present. Bilateral essure coils are noted.. Concerning the injuries reported in this case, the following events were confirmed in patient's medical record- menorrhagia and following event was described in patient's medical record- pelvic infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: plaintiff fact sheet received-new events uti, post removal complication were added. Outcome of general. Abnormal. Bleeding, pelvic pain updated to recovered / resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('pelvic infection') and genital haemorrhage ('gen. Abnorm. Bleed') in a 37-year-old female patient who had essure (batch no. D01968) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginitis, uterine fibroid, uterine bleeding, chronic pain, endometrial polyp and elevated bp. Concurrent conditions included anemia, hypertension, fungal infection, vulvovaginal human papilloma virus infection, irregular menstrual cycle, anemia, muscle disorder, inflammation, nabothian cyst, asc-us, polymenorrhoea, anaemia from chronic blood loss, uterine bleeding, adenomyosis and visual disturbances. Concomitant products included ibuprofen for headache, norethisterone acetate (aygestin) since (B)(6) 2017 for vaginal bleeding as well as ergocalciferol, ferrous sulfate, iron since (B)(6) 2014, medroxyprogesterone acetate (provera) since (B)(6) 2014, naproxen, nsaids since (B)(6) 2015, paracetamol (acetaminophen) since (B)(6) 2015, verapamil hydrochloride (calan) since (B)(6) 2018 and vitamin d nos (vitamin d) from (B)(6) 2018 on (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain / physical pain/ pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish/psych injury") and depression ("psychological or psychiatric problems condition: depression and mental anguish/psych injury"), 27 days after insertion of essure. On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), vaginal infection ("infections/bladder/urinary problems: vag. Infect."), hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues"), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the pelvic infection, pelvic pain, vaginal infection, hypersensitivity, menstrual disorder, menorrhagia, vaginal haemorrhage, anxiety, depression, genital haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, hypersensitivity, menorrhagia, menstrual disorder, pelvic infection, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: 3 coils were noted to be trailing in the uterus, the opposite side was then visualized and cannulized in a similar fashion with 10 be trailing in the uterus. She was planning for essure removal. She received treatment for general abnormal bleeding, bladder/urinary problems: vag. Infect she received treatment for psych injury- no if no removal planned, unable to afford surgery diagnostic results (normal ranges are provided in parenthesis if available): cytology - on (B)(6) 2017: moderate to severe inflammation present. Hysterosalpingogram - on (B)(6) 2015: confirmed that the essure device was successfully occluded.. Nuclear magnetic resonance imaging - on (B)(6) 2018: there is a small 1.5 cm left uterine fibroid. Ultrasound abdomen - on an unknown date: a posterior body probable degenerating fibroid measures 1.4 x 0.9 x 1.3 cm; on (B)(6) 2018: a posterior body probable degenerating fibroid measures 1.4 x 0.9 x 1.3 cm. Ultrasound pelvis - on an unknown date: myomatous uterus as described, a posterior body fibroid demonstrates a large submucosal component; on (B)(6) 2018: a posterior body fibroid demonstrates a large submucosal component. Ultrasound scan vagina - on (B)(6) 2017: nabothian cysts are present; on (B)(6) 2018: nabothian cysts are present. Bilateral essure coils are noted.. Concerning the injuries reported in this case, the following events were confirmed in patient's medical record- menorrhagia and following event was described in patient's medical record- pelvic infection. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: events abdominal pain, general abnormal bleeding added . Event infection pt was updated to vaginal infections. Incidnet: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('pelvic infection') in a (B)(6) year old female patient who had essure (batch no. D01968) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginitis, uterine fibroid, uterine bleeding, chronic pain, endometrial polyp and elevated bp. Concurrent conditions included anemia, hypertension, fungal infection, vulvovaginal (B)(6), irregular menstrual cycle, anemia, muscle disorder, inflammation, nabothian cyst, asc-us, polymenorrhoea, anaemia from chronic blood loss, uterine bleeding, adenomyosis and visual disturbances. Concomitant products included ibuprofen for headache, norethisterone acetate (norethindrone acetate) since (B)(6) 2017 for vaginal bleeding as well as ergocalciferol, ferrous sulfate, iron since (B)(6) 2014, medroxyprogesterone acetate (provera) since (B)(6) 2014, naproxen, nsaids since (B)(6) 2015, paracetamol (acetaminophen) since (B)(6) 2015, verapamil since (B)(6) 2018 and vitamin d nos (vitamin d) from (B)(6) 2018 to (B)(6) 2018. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain / physical pain/ pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish") and depression ("psychological or psychiatric problems condition: depression and mental anguish"), 27 days after insertion of essure. On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), infection ("infections"), hypersensitivity ("allergic reaction") and menstrual disorder ("menstruation issues"). Essure treatment was not changed. At the time of the report, the pelvic infection, pelvic pain, infection, hypersensitivity, menstrual disorder, menorrhagia, vaginal haemorrhage, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, hypersensitivity, infection, menorrhagia, menstrual disorder, pelvic infection, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 3 coils were noted to be trailing in the uterus, the opposite side was then visualized and cannulized in a similar fashion with 10 be trailing in the uterus. She was planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): cytology on (B)(6) 2017: moderate to severe inflammation present. Hysterosalpingogram on (B)(6) 2015: confirmed that the essure device was successfully occluded. Nuclear magnetic resonance imaging on (B)(6) 2018: there is a small 1.5 cm left uterine fibroid. Ultrasound abdomen on an unknown date: a posterior body probable degenerating fibroid measures 1.4 x 0.9 x 1.3 cm; on (B)(6) 2018: a posterior body probable degenerating fibroid measures 1.4 x 0.9 x 1.3 cm. Ultrasound pelvis on an unknown date: myomatous uterus as described, a posterior body fibroid demonstrates a large submucosal component; on (B)(6) 2018: a posterior body fibroid demonstrates a large submucosal component. Ultrasound scan vagina on (B)(6) 2017: nabothian cysts are present; on (B)(6) 2018: nabothian cysts are present. Bilateral essure coils are noted.. Concerning the injuries reported in this case, the following events were confirmed in patient's medical record- menorrhagia and following event was described in patient's medical record- pelvic infection. Most recent follow-up information incorporated above includes: on 29-jul-2019: pfs & mr received: event added from medical record- pelvic infection. New events added from pfs- menorrhagia, vaginal bleeding, depression, mental anguish were added. Lot number and events onset date were added. Reporters information, patient's demographics, lab data, medical history, concomitant condition and concomitant drugs were added. Incident. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.